Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device has been received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for lead failure predictor occurred on (B)(4) 2012. Weekly pace impedance trend data show various spike increases for max ventricular pace bi impedance= 437 to 1102 ohms range between (B)(4) 2010 and (B)(4) 2012. Ventricular non sustained tachycardia =130 milliseconds (ms) on (B)(4) 2012. Ventricular fibrillation=150 ms average v-cycle on (B)(4) 2010 14:04:07. Ventricular short interval count =17813 counts, in 0.31 day, between (B)(4) 2012 21:14:39 and (B)(4) 2012.

Event description:
It was reported that there was a lead integrity alert and ventricular oversensing was noted. It was further reported, there was fluctuating ventricular lead impedance. The patient was taken to the lab where the lead was noted to be secure in the header. Lead testing noted consistent impedance and thresholds. It was noted the physician reported there was a possible header issue. The lead remains in use. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for lead failure predictor occurred on (B)(4) 2012. Weekly pace impedance trend data show various spike increases for max ventricular pace bi impedance= 437 to 1102 ohms range between (B)(4) 2010 and (B)(4) 2012. Ventricular non sustained tachycardia =130 milliseconds (ms) on (B)(4) 2012. Ventricular fibrillation=150 ms average v-cycle on (B)(4) 2010 14:04:07. Ventricular short interval count =17813 counts, in 0.31 day, between (B)(4) 2012 21:14:39 and (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device has been received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for lead failure predictor occurred on (B)(4) 2012. Weekly pace impedance trend data show various spike increases for max ventricular pace bi impedance= 437 to 1102 ohms range between (B)(4) 2010 and (B)(4) 2012. Ventricular non sustained tachycardia =130 milliseconds (ms) on (B)(4) 2012. Ventricular fibrillation=150 ms average v-cycle on (B)(4) -2010 14:04:07. Ventricular short interval count =17813 counts, in 0.31 day, between (B)(4) 2012 21:14:39 and (B)(4) 2012. The device was returned, analyzed and no anomalies were found.